Manufacturer narrative:
Investigation results: scholly investigation received thirteen days after the event date indicates that objective is dirty caused by normal use. This is a normal wear/tear damage.

Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, it was identified that the scope was blurry, it was described as "there was a little fluid in the scope". A replacement unit was used to complete the procedure. No patient complications have been reported.